Event description:
On 6/28, the pt, a 25 yr. Brittle diabetic, took her usual morning insulin dosage and went to work. It is unknown if the pt tested her blood glucose that morning. She reported that the last thing she remembers is waking up to the paramedics. A blood glucose result obtained on her one touch meter was 124 mg/dl. A concurrent result obtained on the paramedic's meter (unknown brand) was 40 mg/dl. She was transported to the hospital, treated enroute with intravenous glucose and upon arrival, refused further treatment. She cannot remember what time she took her morning insulin, nor could she verbalize her normal daily insulin dosages. She also could not remember what time she awoke that day, what she ate throughout the day, what time the alleged event occurred, or what time she arrived home from the hospital.